Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "double lumen PICC in basilic vein being inserted in patient. During peel away sheath removal, white tab broke off, rn had to use razor to separate both halfs of peel away sheath in order to get a hold of damaged section. No harm to patient. Entirety of sheath was removed."

Event description:
It was reported that, "double lumen PICC in basilic vein being inserted in patient. During peel away sheath removal, white tab broke off, rn had to use razor to separate both halfs of peel away sheath in order to get a hold of damaged section. No harm to patient. Entirety of sheath was removed".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.